Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is march 16, 2015.

Event description:
Boston scientific received information that during a follow up one week post-implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) had recorded eleven episodes due to noise being oversensed. Only one episode showed the delivery of an inappropriate shock; the rest were untreated. The shock impedance measurement recorded in the treated episode had a normal measurement of 61 ohms. The s-ICD was programmed in the secondary vector when the episodes occurred. Printouts were sent to boston scientific technical services (ts) for review. A ts consultant discussed that based on the morphology of the observed noise, there is a potential connection issue between the s-ICD and electrode terminal pin. The ts consultant discussed additional troubleshooting that could be performed to help confirm if there was a loose connection. The field representative communicated the information to the physician. Because the primary vector had a clean and stable signal, the physician decided to reprogram the sensing vector from secondary to primary and discharge the patient, who will continue to be monitored. No adverse patient effects were reported. The s-ICD system remains implanted and in service.